Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers (same event, same patient, different products): 3006697299-2024-00042 3013886523-2024-00118. A facility reported that after 5 days using the cerelink ventricular microsensor, the cerelink monitor displayed an error message: 'replace cable or sensor¿, after trying to switch off and plugging out and in the cable, the alarm remained on the screen. ECG connection was on and the monitor was charging all the time. Medical staff stop monitoring, and started monitoring with CT scans. The patient was monitored for intracranial hypertension caused by traumatic brain injury with continuous monitoring until the dysfunction of the sensor.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - unit received with wrong power supply cable. No issue detected. Root cause - unit received with wrong power supply cable. No issue detected. A potential contributor to the reported issue may have been related to the sensor, which was discarded after explantation, or the cable.

Event description:
N/a.